Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having trouble tracking the gold tera tracker attached to the universal drill guide (udg). The tracking problem, was intermittent. The manufacturer representative went to the site to troubleshoot the issue and found out that the handle of the udg was damaged and was what was causing the issue. The was a 5 minute delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The drill guide was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The shaft of the returned drill guide was nicked and scratched and appeared to slightly bowed. With a known good tracker attached the universal drill guide (udg) would not verify. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having trouble tracking the gold tera tracker attached to the universal drill guide (udg). The tracking problem, was intermittent. The manufacturer representative went to the site to troubleshoot the issue and found out that the handle of the udg was damaged and was what was causing the issue. The was a 5 minute delay to the procedure. No impact on patient outcome.